Event description:
As reported by our edwards lifesciences japanese affiliate, during a right transaxillary tavr procedure, hemodynamic collapse occurred following valve implantation. The patient had a low cardiac function with an ejection fraction (ef) of 30 %, but balloon aortic valvuloplasty (bav) was performed. After the bav, the return of patient's own rhythm was delayed, and the blood pressure gradually recovered. Following implantation of a 26 mm sapien 3 ultra resilia (s3ur) valve, the patient developed ventricular fibrillation, and one defibrillation was performed. Hypotension persisted, and chest compressions were initiated. Although the patient was in a pulseless electrical activity (pea) state, drug administration via a pigtail catheter was also effective, and blood pressure gradually increased. No abnormal findings were observed around the s3ur valve. As the blood pressure rose to 200 mmhg, no cerebral hemorrhage was confirmed by head CT, and the patient was transferred to the ICU.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire, and catheter manipulation, and prolonged or repetitive runs of rapid pacing. During the transapical approach tvr procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of intra-aortic balloon pump, and/or conversion to open surgery may be required. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the ventricular fibrillation is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.